Event description:
Pt was transferring to a bariatric bedside commode when the back legs of the commode bent inward underneath the commode causing the patient to fall. Pt weight was less than the rating of the commode - up to 300 pounds.